Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, low r-wave amplitudes were observed. When repositioning did not resolve the issue, the device was replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of sensing anomaly and r-wave amplitude was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.